Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: in a literature research it is reported the fusion bolt migrated. The bolt was removed due to axial migration, perforation. The implant is not available for investigation. Reportedly the midfoot fusion bolt is in the treatment of metatarsus break-in with charcot foot with significant complications afflicted. It was reported the patient had a secondary dislocation in case of 60%. Thereby are all introduced via the metatarsal bolt- crew to migrated distal. No further information was provided. This is 1 of 1 report for complaint #(B)(4).